Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing elevated blood glucose (bg) levels (300s mg/dl). The cause for elevated bg levels was not known. A pump system check was performed and no device issue was identified. Tandem technical support (cts) recommended that the customer change the infusion set site. The customer understood and declined cts's offer to follow up.